Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 02-012-49-3511 - logic cr tib insert slope ++, sz 3.5, 11 mm (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t (B)(6) 02-010-03-0235 - logic cr femoral cem, left, sz 3.5 (B)(6) 200-02-32 - three peg patella 32mm (B)(6).

Event description:
As reported, approximately 10 years and 3 months post initial left total knee arthroplasty (tka), the patient presented to the doctor's office with complaints of stiffness and dissatisfaction with their knee. The patient was scheduled for a revision of the left tka with possible poly swap. The patient had revision surgery where the patient obtained full total knee revision to a competitor product. The event was unrelated to the breakage of a device. The event resulted in a 30-45 minute surgical delay/prolongation due to an unknown reason and the patient did not experience any adverse events as a result. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reported revision due to stiffness cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.